Event description:
Additional info received from the MFR on 03/22/1999: the device has not been returned for evaluation, so the co is unable to provide device analysis results. Cause of death, as reported by pt's daughter, was cardiomyopathy (indicated on death certificate).